Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation replicated the reported event. Replacement of the cable resolved the issue. No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that the navigation system's camera was cycling. The cord was bypassed using a spare in the case and the camera functioned normally. There was no patient present when this issue was identified.